Manufacturer narrative:
(B)(4). Physio-control provided the customer assistance and provided a repair offer. Several attempts to contact the customer on their decision to either repair the device or remove it from svc has not been successful. Therefore, physio is unable to further investigate the reported problem and determine the cause of the failure.

Event description:
It was reported that the device would not detect a pt connection and gave the "connect electrodes" message. There was no pt use associated with the event.